Manufacturer narrative:
The pump alarmed motor error during rewind due to corroded motor home switch. The pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. The pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 285 mg/dl. The customer stated that the pump alarmed motor error and would not rewind the right way. The customer stated that the battery turned off and read no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.